Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm, how many devices demonstrated the alleged deficiency? Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). H3 investigation summary: the product was returned to ethicon for evaluation. One labeled winding former with a partially dispensed needle suture outside the foil packet, along with an open box containing five representative samples, were received for analysis. The product code is sxpp2b400, and it is double-armed. During the visual inspection of the returned sample, the swage and attachment areas of the needles were noted to be as expected. The suture was examined, and the barbs were present along the strand. To evaluate the condition of the five samples, the packets were opened. The swage and attachment areas were confirmed to be as expected. The sutures dispensed smoothly without any issues. Furthermore, all samples were measured to assess the barb count per suture. The results showed that all sutures met the specified requirements for barb measurements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing record evaluation was performed and identified a non-conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. Barbs could not be felt by surgeon as he ran his fingers through the suture line. Not as prominent as how it was. There were no adverse patient consequences. Additional information was requested.